Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a storage space issue due to the user being unaware of its functionality. A technical support specialist noticed that after the full sync, the device was missing medication loaded into a pocket and recommended to the customer that the best way to resolve the issue was to reload the medication into the device. A field service engineer worked remotely with pharmacy management escort to open the affected cubies and reloaded all items in the auxiliary cabinet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, one med ID docuoc1002 was not able to remove it for the patient, but perform count inventory.there were no adverse events or injuries reported based on this event.